Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported unresponsive buttons and a frozen screen. Advised the customer to remove the battery for five mins and call back if the issue continues. The customer was unable to wait on the phone as she had to board a plane. Nothing further was reported.